Manufacturer narrative:
Findings: blank display due to corroded battery cap contact and battery tube. Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer stated a new battery cap did not resolve the issue as well. The customer sent the product back for analysis.